Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 lead, implant date: 2006-(B)(6). (B)(4).

Event description:
It was reported that the patient went to the clinic after hearing an alarm for approximately 2 weeks. It was found that the right ventricular pacing impedance was greater than 1000 ohms, gradually increased, and had high measurements. It was also reported that capture thresholds were high and a lead fracture was suspected. Reprogramming was performed and a recheck was scheduled. The lead re mains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product evaluation summary: analysis of the device memory indicated that the right ventricular lead integrity alert triggered, the pacing impedance pacing was beyond the expected upper range and was variable. (B)(4)